Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) of a dialysis shunt target lesion, the physician experienced difficulty withdrawing the 3.7 fr. 40 cm. Slalom thrill 3 x 4 balloon catheter (bc) into the catheter sheath introducer (csi). The physician withdrew the bc along with the csi from the patient and re-inserted the csi into the patient. The physician then completed the procedure successfully using a different bc/sterling 4.0. There was no reported patient injury. The product was inspected after removal from the patient and no anomalies were noted. The approach for the procedure was from the artery side of the dialysis shunt. The dialysis shunt target lesion was reported to be: heavily calcified, moderately tortuous, and a 70% stenosis. The physician delivered the slalom thrill bc/complaint product to the target lesion and dilated at 18 atm. For 60 sec. The physician then re-positioned the bc to dilate the proximal portion at 18 atm. For 60 sec. The physician inspected the product prior to use with no anomalies noted. The balloon was reported to have deflated and re-wrap properly. There was no reported loss of access to the target lesion as a result of the reported product issue. The same inflation device was used to complete the procedure. No additional information is available.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) of a dialysis shunt, the physician experienced difficulty withdrawing the 3.7 fr. 40 cm. Slalom thrill 3 x 4 balloon catheter (bc) from the 4fr radiofocus catheter sheath introducer (csi). The physician withdrew the bc along with the csi from the patient and re-inserted the csi into the patient. The physician then completed the procedure successfully using a different bc/sterling 4.0. The product was inspected after removal from the patient and no anomalies were noted. The approach for the procedure was from the arterial side of the dialysis shunt. The dialysis shunt target lesion was reported to be: heavily calcified, moderately tortuous, and 70% stenosed. The physician delivered the slalom thrill bc/complaint product to the target lesion and dilated at 18 atm. For 60 sec. The physician then re-positioned the bc to dilate the proximal portion at 18 atm. For 60 sec. The physician inspected the product prior to use with no anomalies noted. The balloon was reported to have deflated and re-wrapped properly. There was no reported loss of access to the target lesion as a result of the reported product issue. The same inflation device was used to complete the procedure. No additional information is available. There was no report of patient injury and the device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of withdrawal difficulty could not be confirmed. With the information provided it is not possible to determine an exact cause for the reported event, as according to the account the balloon rewrapped properly. The possibility of device interaction with the sheath cannot be discounted. There is nothing in device history report review or the reported information to suggest that there is a design or manufacturing related issue therefore no corrective action is required.

Manufacturer narrative:
Concomitant products: gw: radifocus; bc: sterling 4.0mm; sheath: radifocus 4f. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.